Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the cardiosave intra-aortic balloon pump (iabp) unit and was able to reproduce the reported issue. The fse discovered after successfully completing a simulated treatment with a trainer and testing catheter without issue, that the unit failed the all manifold, pim and membrane tests. To fix the issue, the fse replaced the safety disk,drive side, and performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The full name of the event site was shortened due to field character limit; the full name is: (B)(6).

Event description:
It was reported that the intra-aortic balloon pump (iabp) unit failed a leak test during a daily check. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, e1(site country), g3, g6, g7, h2, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10.

Event description:
N/a.